Event description:
The cords are not consistently securing to the bipolar forceps and are detaching on the sterile field. At times they hold properly, and other times they do not.

Manufacturer narrative:
The cords are not consistently securing to the bipolar forceps and are detaching on the sterile field. At times they hold properly, and other times they do not. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.